Event description:
Reporter indicated that pt has experienced an increase in seizure above the pre-vns baseline frequency since being implanted with the ncp system. It was reported that the pt experienced approximately 900 seizures in the year before pt was implanted with the ncp system and that in the year after being implanted, the pt experienced approximately 2600 seizures. It was reported that the pt had just started a new drug and that the pt's spouse planned to temporarily stop stimulation for two or three weeks using the magnet and record the pt's seizure frequency without the vns therapy for comparison. Further follow-up with treating neurologist revealed that the pt's pre-vns baseline frequency was difficult to determine and that part of the apparent increase in seizures appears to be the pt's spouse planned to temporarily stop stimulation for two or three weeks using the magnet and record the pt's seizure frequency without the vns therapy for comparison. Further follow-up with treating neurologist revealed that the pt's pre-vns baseline frequency was difficult to determine and that part of the apparent increase in seizures appears to be because the pt's spouse is spending more time observing the pt for seizures. Neurologist indicated that the pt is currently experiencing up to 90 seizures per day, but that the seizure types have not changed. Per neurologist, there have been no medication changes or environmental stimuli that could be contributing to the seizure increase. It was reported that the pt's health condition is not worsening and the neurologist indicated that he does not believe that the pt's increase in seizures is related to the ncp system.